Event description:
In 2004 pt was taken to surgery to repair a hernial defect. This was a recurrent hernia which had been previously repaired in 1998. Many adhesions were noted during the procedure and taken down. A proceed mesh was sized to fit. A 7.5 cm by 10 cm mesh was shortened to approx 8 cm. Mesh was sewn with #1 prolene sutures in a stoppa fashion. Cellulose side of mesh placed towards bowel. No complications during procedure. In 2005, pt represented for a bulging mass in their abdomen. Diagnosis of recurrent ventral inasional hernia. In 2005 pt was taken to surgery for repair. When opened up it was discovered that a hernia sac was present. The proceed mesh was identified as posterior to the hernia sac. The recurrent hernia was at the inferior end of the mesh which had pulled away from the fascia inferiorly and on the right side. The small bowel was extensively adhesed to the backside of the mesh.